Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were hospitalized twice due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 and (B)(6) 2018 with blood glucose of 600mg/dl. Customer was getting no delivery alarms. The customer experienced symptoms such as abdominal pain. The customer was treated with IV insulin drip. Advised sending replacement device. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.